Event description:
The customer reported via phone call that they had a keypad anomaly on the insulin pump. Customer stated that the buttons were a little more sensitive and he had to press them a couple of more times to get something to happen. Customer ended up with a button error the following night. Customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. The insulin pump has cracked case at the display window corners and with minor scratched display window.